Event description:
After post-dilatation of a carotid stent, bradycardia appeared. There was also slight lalopathy and paralysis of the left hand. An MRI of the brain was performed and revealed an infarct. The pt's blood pressure was also unstable. The physician believes that cause of the infarct was plaque passing through the filter basket. The pt was a male. The target lesion was the carotid artery (no further info provided). There was no calcification or vessel tortuosity, 90% stenosis. The angioguard was delivered and the filter was deployed distal to the lesion. There was good wall apposition with the filter basket and the wall of the vessel. The lesion was pre-dilated with a 3x20mm gateway balloon (boston scientific), a precise stent (8mmx40mm) implant, and post-dilated with a 5mmx20mm balloon (brand unk). After post-dilatation, bradycardia appeared. An anticoagulation medication was administered. There was also slight lalopathy and paralysis of the left hand. The lesion was successfully treated. After thirty mins, lalopathy was improved and the pt's left hand became movable. An MRI of the brain was performed and revealed an infarct. The next day, headache and hemiplegia on left sided appeared. The pt's blood pressure was also unstable. Treatment is unk. The pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report# 1016427-2008-00090 and 9616099-2008-00802.